Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse replaced the entire lid assembly including the seal, warning, and direction stickers. The fse inspected the rest of the device and completed the repair checklist and necessary tests. The equipment was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the endoscope reprocessor had a cracked lid and the lid gasket was leaking. No patient involvement or impact to patient care was reported for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely a device or hard object made contact with the lid. This issue is addressed in the instructions for use (IFU): "chapter 3 inspection before use¿3.2 inspecting the lid and lid packing before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. ·the lid is not cracked, broken, or otherwise damaged".